Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported one cannula holder had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield connected to a syringe. The photo has an arrow indicating where the crack is. It could be possible the needle hub was not properly seated in the rack and when the plastic shield was assembled inducing the needle hub damage. A device history record review was completed for provided material number 302047, lot number 9193528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are continuing to monitor this process and pay special attention when performing the in process and product inspections. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle hub was cracked. The following information was provided by the initial reporter: "1 cannula holder had a crack and could not be used".